Event description:
Minirail was advanced and inflated to 10atm. An attempt was made to deflate the balloon, but it would not deflate. A syringe was used in an attempt to delfate the balloon, and after four times, the balloon was deflated enough to remove. The pt did fine throughout the procedure and there were no pt effects reported. No add'l info was available.